Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all servers were not offline. A technical support specialist (tss) connected to the server and found no active issues. Log review showed that the issue had already resolved approximately 10 minutes prior to the tss connection. The customer was contacted, and permission was received to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all server was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.